Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was unknown. The customer was assisted with rewind and fill tubing process. The pump did not exit the rewind complete and bolus delivery loop, and complete the fill tubing process successfully. The customer was advised that the pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit's display functions properly and the unit properly displayed the bolus delivery screen. No display anomaly noted. All buttons functioning properly. No moisture/ damage/unlocked j2/lcd keypad connector noted. Unit was received with normal operating currents and passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No loop, rewind, prime/fill anomaly, battery out limit and bolus stopped alarms noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked belt clip slot.